Event description:
It was reported through the filing of a lawsuit that allegedly the patient underwent a left total knee replacement surgery on (B)(6) 2011 utilizing the stryker shapematch cutting guide which allegedly caused or contributed to severe injuries, pain and suffering and the need for further knee surgeries.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an triathlon knee system. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.